Event description:
According to the customer on (B)(6) 2023 the foley catheter balloon deflated and it had to be replaced with another foley catheter.

Manufacturer narrative:
According to the customer on (B)(6) 2023 the foley catheter balloon deflated and it had to be replaced with another foley catheter. Per the customer the registered nurse tested the balloon prior to use but was unable to provide details on how the balloon was tested. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.